Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): - unknown tray (unknown) - unknown bearings (unknown). H6: proposed code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a reverse shoulder arthroplasty. Approximately two (2) years post-implantation, the patient's shoulder began dislocating. Imaging indicated the shoulder system was intact. The surgeons could not determine the cause and speculated that the humeral tray and polyethylene were too small. Approximately two and a half (2.5) years post-implantation, the patient underwent a revision of the reverse shoulder. During the revision, the polyethylene was found to have disassociated from the humeral tray. The polyethylene was replaced with a larger humeral tray. The remainder of the system was assessed as intact and left in place. It was reported that no further information is available.